Manufacturer narrative:
H3. Device evaluation by manufacturer: the aquabeam robotic system handpiece was returned for investigation. Functional testing was unable to reproduce the e22 error during 3 docking cycles and 3 simulated jet alignments during the alignment step of the procedure. Additional analysis opened the handpiece shells and dried saline deposits were observed on the z-sensor and r-sensors on the sensor board; the e22 and e31 errors in the field were determined to have been caused by fluid getting into the handpiece. Fluid was determined to have gotten into the handpiece due to damage to the high-pressure hose of the cartridge. A review of the system's log file was conducted, which confirmed the reported "e22 - motorpack error" message in addition to "e31 - motorpack error" message. The total delay was determined to be 15 minutes and 39 seconds, inconsistent with the initial reported delay of greater than 20-minutes. The procedure was observed to have proceeded to completion. A review of the device history record (DHR) for serial number (B)(6) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications upon release for distribution. A review for similar complaints was performed on serial number (B)(6), which confirmed that there were no other similar events reported on this system. A review for similar events across all systems confirmed no other events. The aquabeam robotic system's user manual (intl), um0104-00, rev. D, states the following in table 5 system detected errors and faults: "e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." The root cause of the e22 and e31 error messages was determined to be fluid getting onto the sensor board due to damage to the high-pressure hose caused by the manufacturing process. The manufacturing process has been updated to perform preventive maintenance to inspect the tool for damage and the high-pressure hose for scratches or damage. This is the first occurrence of this failure mode (B)(4); therefore, no escalation is required or recommended at this time. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been determined. Investigation is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the set-up process, while performing jet alignment, system error message "e22 - motorpack error" was displayed multiple times and troubleshot, which caused a procedural delay greater than 20-minutes. The aquabeam handpiece and aquabeam motorpack were replaced and the procedure was successfully continued to completion (refer to associated MFR. Report number 3012977056-2020-00029). There were no adverse health consequences as a result of the reported event.